Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 69 mg/dl and 113 mg/dl. On (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 469 mg/dl and 197 mg/dl. Finally, on (B)(6) 2018 customer reportedly received the following results on the aviva system within 10 minutes: 500 mg/dl and 172 mg/dl. Readings occurred with two different vials of test strips. Customer is not sure which vials were used with each set of results. No adverse event reported. The lot number of the 2nd vial was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.